Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient ¿already took off the device for 2-3 years now because it is no longer working and not connected to them anymore.¿ it was noted that they had not followed up with their healthcare provider for 3 years. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the ¿no longer working¿ was meant to be that it didn¿t seem to make any difference. They had changed the settings. The ¿device not connected¿ was meant to be the batteries didn¿t last long. The patient still had the device and they removed the batteries from the controller. They were finally tired of working with it.